Event description:
It is reported that surgery was delayed for 30 minutes when the position of the provisionals at the marrow cavity was different from where the surgeon had planned. The surgeon hit the provisionals to insert and because of that action, it was very difficult to remove.

Manufacturer narrative:
Evaluation summary: the technique and instrumentation used to prepare femur were specified and the provisionals were not returned for evaluation. There is insufficient information to determine the cause for the difficulty experienced in removing the provisionals form the femur. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened, zimmer considers the investigation closed.